Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer (oste) for MDR# 9610773-2020-00284. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the error message e433 errors could not be reproduced, but there were multiple e433 errors recorded in the error log. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The possible causes are: the operator activates the footswitch during generator booting (temporary fault). A defective footswitch (temporary fault). A defective footswitch (temporary fault). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A defective hvps board (permanent fault). A defective generator board (permanent fault). A defective motherboard (adc, permanent fault). As stated on the IFU and as a preventive measure, the user manual states: a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The generator was returned to the service center. The evaluation was not able to confirm the reported "constant rebooting error message, e433" as the generator functioned appropriately and passed the electrical safety test. The front panel of the generator was damaged/had a hole near the footswitch button. Minor scratches on the top cover. The front cover was replaced and the unit was returned to the customer. The generator was purchased on march 20, 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a therapeutic procedure, the high frequency electro-surgical generator unit was constantly rebooting with error message, e433. No patient injury or harm was reported.